Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode while at work. Pt fainted and fell on the floor in front of her boss. Paramedics were called and pt was treated with an IV on the leg. Pt claims that cgm was reading 97 mg/dl when her bg was measured at 12 mg/dl by the paramedics.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.